Event description:
It has been reported to philips that the wireless foot pedal did not work. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment when the issue occurred and the procedure was completed using the wired footswitch. The philips field service engineer (fse) confirmed that there was a connection problem between the wireless footswitch and wireless base station. Per the information collected, the wi-fi indicator on the footswitch was red and the battery indicator was green, which indicates that there was an error in the wireless connection. The fse replaced the wireless footswitch and the base station to resolve the issue. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction: z-0649-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.